Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported an issue with impedance when they tested at 2 amplitude and 360 u sec. 0 at 4k ohms 1 with case and also electrode 0 at 4k ohms 2 with 0 and case at 4k ohms. The rep reported that they got the bodily response at 0.6 amplitude earlier but now even up to 3 amplitude they were not getting response. The health care professional (hcp) then reconnected the ens to test and the patient was getting response on all electrodes from 0.7to 1.1 v. The ins was then reconnected, and the impedance test showed all 0 combinations were 4k ohms and 1 and 0 were at 4k ohms. The rep then programmed the electrode 1 <(>&<)> 0 and the patient was getting body response at 1.1 amplitude. Technical services told the rep that since the patient was getting body response, the 4k was likely a false reading, given response at lower amplitude of 1.1. The rep then disconnected at this point to finish the procedure. There were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: when asked whether the cause of the issue with impedance during the intraoperative procedure: all 0 combinations at 4k ohms and 1 and 0 at 4k ohms was determined, the rep replied: not exactly, it appears that it wasn¿t a true impedance because patient still felt stimulation at electrode 0 post operatively and the issue was resolved. There were no patient symptoms or further complications reported at this time.